Event description:
The customer stated the device has had 3 charge button failures in the last few months. No reports of patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.